Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon attempt interrogation, the pulse generator could not be interrogated. A different programmer was used but the same issue resulted. Due to the patient being pacer dependent, the device was explanted and replaced successfully with no complication.

Manufacturer narrative:
Final analysis found an integrated circuit anomaly which resulted in telemetry issue.